Event description:
While using a byte night aligners, patient reported that they were examined by their dentist and provided a letter of recommendation. The dentist findings during the exam are that the patient has severe periodontal disease including bone loss. The patient should not be proceeding with treatment with the clear aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.